Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the rewarming phase, arctic sun device flow rate was decreased below 0.2-0.3 l/min. Customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 went off. After all the customer's effort, they changed arctic gel pads, and the flow rate was maintained as 1.8-1.9l/min.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Baw7650745, rev 1, was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the rewarming phase, arctic sun device flow rate was decreased below 0.2~0.3 l/min. Customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 went off. After all the customer's effort, they changed arctic gel pads, and the flow rate was maintained as 1.8~1.9l/min. Per follow up information received via task on 12sep2024, device was sent to gimpo warehouse for the evaluation. The issue was solved by replacing with a new arctic gel pad. Therapy was completed with the original device.